Event description:
Abbott diabetes care received a social media complaint which stated the following information: an unspecified glucose reading issue with the use of the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. Nevertheless, as it is unknown if the customer experienced glycemic instability symptoms at the time of the event, they stated that the issue "\[resulted in inaccurate and life-threatening treatment]"" only, however the type of treatment was not provided. Additional medical event detail was unable to be confirmed and obtained as the customer did not complete the troubleshooting guidelines process. A follow-up vigilance report will be submitted upon receiving additional information regarding the medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling and declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.